Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
During installation, it was reported that the flow module of a heart lung console had erratic flow. There was no adverse consequence to the patient as a result of this event.